Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Diagnostic/functional testing: the remote service engineer (rse) confirmed the speaker issue and ordered a speaker assembly for the customer. The field service engineer fse) replaced the speaker assembly to resolve the issue. Based on the information available, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The device was confirmed to be operating per specifications, and no failure was identified after the new speaker was installed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the speaker was faulty. Philips remote customer service was able to confirm there was no sound coming from the device. The device was not in clinical use at time of event, and there was no adverse event reported.